Event description:
It was reported that forty-four (44) exactamix vented micro-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action.) Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: forty four (44) actual devices were received for evaluation. Visual inspection was performed on the returned samples and identified dark spots, black spots, dark fibers, blue fibers, red fibers/spots, white spots, white paper like particles, brownish spot particles, light tan/cream colored particles, dark blue fiber ball like material, clear dried fluid deposits, clear/brown smudge contamination, blue ink like smudges, dark shiny metallic like particulates, and loose fiber/particle contaminants. The particulate matter was observed on the white connector (including under and on the outer surface of the clear cap), white spike flange, rim of the vent filter, blue spike cap, outside surface of the tubing, clear plastic packaging material, and as loose particulates/fibers within the sealed packaging. No particulate matter was observed within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, it was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.